Manufacturer narrative:
Initial.

Event description:
It was reported that a user entered an incorrect pairing code when attempting to pair a dexcom g7 continuous glucose monitor (cgm) to the ilet; the agent identified an improper procedure and guided the user to enter the correct pairing code, after which the sensor paired successfully and glucose readings resumed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated and the issue attributed to incorrect pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.